Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump kept buzzing and alerting low insulin when the device had plenty of insulin. Customer's blood glucose was 460 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.